Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the hospital staff inadvertently kinked the indigo system aspiration catheter 6 (cat6) upon removal from the packaging. The cat6 was damaged prior to use. Therefore, the cat6 was not used in the procedure. The procedure was successfully completed using a new cat6.